Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 6 bd maxzero¿ needleless connectors were damaged, resulting in leakage. The following information was provided by the initial reporter: "when the connector was connected to the pump for infusion of drugs for 2-3 days, it was found that the screw shell was vertically ruptured and fluid leakage occurred".

Event description:
It was reported 6 bd maxzero¿ needleless connectors were damaged, resulting in leakage. The following information was provided by the initial reporter: "when the connector was connected to the pump for infusion of drugs for 2-3 days, it was found that the screw shell was vertically ruptured and fluid leakage occurred".

Manufacturer narrative:
H6: investigation summary a mz1000 china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21085878. As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph identified that a crack was present at the female luer adaptor of the product. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 21085878 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards.